Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve gastrectomy. While suturing the diaphragmatic crus, there was difficulty loading, unloading, and toggling the device. The needle disengaged from the device into the patient cavity. The needle was retrieved. No patient injury or extension in surgical time. Patient status is alive, no injury.